Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a trainee utilizing a wayne pneumothorax tray connected the heimlich valve backwards which lead to pneumothorax after the chest tube was inserted. To date, additional patient and event information has been requested but not yet received.

Manufacturer narrative:
Investigation evaluation: a review of documentation, instructions for use (IFU), manufacturing instructions and quality control for this product was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Additionally during the investigation evaluation, a review of the current versions governing the manufacturing and quality controls was done. This review found that current process and quality inspection checks are in place to ensure the functionally and device integrity prior to shipment. No specific issue with this documentation that may have contributed to this failure mode was found, and the complaint devices were found to be manufactured within specification. The cause for this specific failure mode is related to user error, due to the trainee failing to attach the valve correctly. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.